Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio installed a label and released the shock button to proper position to observe proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported the device shock button was jammed in the compressed position. There was no pt use associated with the event.